Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: cassettes received: 2 opened. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Thread into the cassette becomes tangled when it is pulled out with a large and fast movement, so reel spins free and some turns of thread comes out from the reel core. Pulling the cassette after this situation gets the thread tangled. Final conclusion: taking into account that the cassettes received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of compliant: (B)(6). It was reported that the thread breaks inside the cassette. The suture snaps off and then the reel can no longer be pulled out from the cassette.